Event description:
It was reported that during reprocessing the da vinci si surgical prograsp forceps instrument tip spring was noted to be broken. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the grip cable was frayed at the distal idler pulley. No other cables were damaged but the distal idler pulley exhibited indentation along the edges. The evidence was not conclusive but the damage to the distal idler pulley was likely due to mishandling. Engineering also found deep scratches on the main tube. The distal end of the main tube had scratch marks exhibiting light material removal and a rough surface finish. The evidence was not conclusive, but damage was likely due to mishandling. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.